Manufacturer narrative:
Both iddcs were returned to ekos for evaluation. Upon inspection on 19-jan-2017, the first iddc had an accordion 55-57 cm from the distal end of the strain relief. A guidewire was able to be advanced into the iddc without issue. The second iddc had an accordion from 55-56 cm from the distal end of the strain relief as well as a protruding stiffening wire. A guide wire was able to be advanced into the iddc without issue. The condition of both devices were consistent with becoming lodged onto a guidewire, however a definitive root cause could not be identified. The msds for both kits were not returned, and the iddcs were returned with the cables cut off. Therefore, no manufacturing review was possible as the serial number were not available. There was no tortuous anatomy noted. Two craig mcnamara catheters were placed and the patient was released two days later. No patient impact was reported.

Event description:
During a bilateral dvt case on (B)(6) 2017, the physician reported that both catheters were very difficult to slide over the 0.035 glidewire (terumo) and began to accordion. While attempting to flush the catheters, the tech noted that both catheters were torn and leaked fluid while flushing. The ekos catheters were replaced with craig mcnamara catheters and the patient was released two days later.